Event description:
It was reported that a micro drill medium straight attachment overheated during testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
The device will not be returned for eval; it is not possible to determine the cause of the metal shavings without an eval of the device.